Manufacturer narrative:
The mid to distal stent segments were pulled proximally over the proximal stent segments and were bunched, raised and deformed. Crimp impressions were visible on the exposed balloon distal surface. The mandrel would not load through the inner lumen most likely due to hardened blood and/or contrast. There was slight deformation to the distal tip. Kinks were visible on the distal shaft. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician was attempting to use an endeavor sprint drug eluting stent due to the patient presenting with coronary heart disease. No abnormality was noticed during inspection prior to use. Lesion was pre-dilated. Resistance was noted while advancing the device to the lesion. During the procedure, due to patient¿s serious vessel calcification and tortuosity, the stent could not cross the lesion. The physician replaced it with another stent to complete the procedure. No patient injury reported as a result of the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.